Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. The device remains implanted. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number.

Event description:
A surgeon reports a patient complains of radial glare at night following intraocular lens implant surgery. He thought the glare may be due to posterior capsular opacification (pco) and performed a yag about three months following the initial surgery. Symptoms did not resolve following the yag. During a retinal examination, the retinal surgeon noted a slight epiretinal membrane that may be causing some vitreo-macular tension, but the reporting surgeon does not feel this is the cause of the glare. The patient has some inferior corneal steepening, but her symptoms did not resolve with a rigid contact lens and symptoms did not diminish with the use of a mild constricting eye drop. Examination confirmed the lens is positioned correctly and no defects were observed. The reporting surgeon does not feel the patient's symptoms are related to the lens, but he has not been able to identify the cause.